Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the delivery catheter was navigated into the right ventricle. The contrast images revealed the device was not in the desired target location. While attempting to recover and reposition the right ventricular leadless pacemaker (vlp), the helix was stuck on tissue. The physician counter clocked the vlp and the vlp was free of any tissue. The patients¿ blood pressure then dropped while the physician was attempting to find a new position. Pericardial effusion was confirmed via fluoroscopy and a pericardiocentesis was performed. The patient was stabilized and transported to ICU and the procedure was aborted.